Manufacturer narrative:
In additional manufacturing narrative, remove: "according to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, component migration" and add: "according to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak and component migration".

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications according to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, component migration w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient was treated for iliac aneurysm. The physician implanted two gore® excluder® iliac branch endoprostheses, a gore® excluder® iliac branch endoprosthesis, and two gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, it was found that one of the gore® excluder® iliac branch endoprostheses had pulled out of the left hypograstric. The physician implanted two viabahn devices. The patient tolerated the procedure. The left hypogastric was reported to be tortuous.